Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen did not respond. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond and no audible tone was heard when the keys were pressed. This was due to fluid spillage that resulted in corrosion on the edges of the touchscreen and front bezel. This report represents all the information known by the reporter upon query by hospira personnel.